Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose of more than 600mg/dl. Troubleshooting was performed. It was stated that the customer's blood glucose was high for the past two to three days. The customer's most recent blood glucose reading was 541mg/dl and he was treated with the insulin pump. It was stated that the doctor set a temporal basal of 200% for four hours and he gave him instructions not to operate the insulin pump. It was stated that the cannula was bent when the infusion set was removed. No further info was provided.